Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose. The customer then got on the phone and stated that her blood glucose reading was as high as 28 mmol/l prior to the hospitalization. The customer stated that she was being treated at the hospital, but she was put back on the insulin pump and her blood glucose levels went high again. Troubleshooting was performed and the insulin pump was programmed correctly. The customer declined further troubleshooting and asked for the insulin pump to be replaced.